Manufacturer narrative:
Conclusion: as per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contradicted. This patient had an acd of 2.82mm at the time of implantation. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
Patient weight-unk this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to the patient reporting low vault and rotation of the lens. The problem was resolved. As of the date of MDR reporting, the lens has not been returned for evaluation.